Event description:
Boston scientific received information that this pacemaker had a magnet rate of 100 paces per minute (ppm) however the remaining longevity displayed was less than .5 years. Boston scientific technical services (ts) discussed magnet rates and the elective replacement time (ert) to end of life (eol) timeframe. It was reported the patient was experiencing fatigue. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.